Event description:
According to the patient's physician the pacemaker failed to sense properly and started to pace on the "t" wave. The patient then developed a run of v tach and v fib. Portions of the EKG monitor strip pertaining to this event are enclosed. Very questionable if this was a product malfunction. The patient's heart was very ill and damaged prior to this incident.device labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, other. Results of evaluation: telemetry failure, none or unknown, other. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: yes. Corrective actions: other. The device was destroyed/disposed of.